Event description:
It was reported that the pump was hot to touch while charging causing battery to swell. Reportedly, the customer was using non-tandem charging supplies to charge the pump. Customer's blood glucose level was 222 mg/dl. The customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump.